Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported that the customer experienced an allergic reaction during his/her 3 day wear of an adc freestyle libre sensor. Caller further reported that on (B)(6) 2018, the customer experienced symptoms described as bruising, irritation, itching, and redness, and had contact with a healthcare professional who prescribed gentalyn beta (gentamicin, an antibiotic, and betamethasone, a steroid) cream for treatment. There was no report of death or permanent injury associated with this event.

Event description:
Customer's mother reported that the customer experienced an allergic reaction during his/her 3 day wear of an adc freestyle libre sensor. Caller further reported that on (B)(6)2018, the customer experienced symptoms described as bruising, irritation, itching, and redness, and had contact with a healthcare professional who prescribed gentalyn beta (gentamicin, an antibiotic, and betamethasone, a steroid) cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m0004v22a8 has been returned and investigated. Visual inspection has been performed, and no issues were observed. Sensor plug was properly seated. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No product malfunction was identified. - attachment: [attachments.zip]